Manufacturer narrative:
(B)(4). Analysis of the neurostimulator, serial #(B)(4), found the battery at normal end of life and no significant anomaly. The telemetry and output were okay.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0406229v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that impedances were measured prior to a MRI. A short circuit was apparent: the electrode combination of 0 <(>&<)> 1 came back 105 ohms and the therapy impedance was 247 ohms. There was no history of impedances for this patient. The implantable neurostimulator (ins) was also at the elective replacement indicator (eri). The MRI was to prepare for second stage lead placement in the globus pallidus (gpi), but was not performed due to the short. There were no associated symptoms. The patient's indications for use were dystonia and movement disorders. The cause of the low impedances and any interventions were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from a manufacturing representative reported the lead and extension site and the implantable neurostimulator (ins) site were opened during a revision to test the extension and the lead. No high impedances were measured when the lead was tested. The extension was replaced and a new ins was implanted. After replacing the extension and ins, all impedances were normal. Cause of the short was not known. The issue was resolved.